Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was returned with no reported issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a problem with opening and closing of the maryland instrument. The procedure was prostatectomy, and the issue was identified during the procedure. There was no patient injury or harm. There were no fragments that fell inside the patient. The procedure was completed with a replacement instrument. There was a procedure delay of 10 minutes.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.